Event description:
The customer contact reported that the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical dept with an unsigned note stating,"not giving dose." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device passed testing by delivering a dose when the pt pendant was pressed. Testing was conducted using the customer's pt pendant. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).